Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, customer reported multiple undefined low blood glucose (bg) levels of 30 mg/dl. Low bg was addressed by consuming carbohydrates and setting a temp rate. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.